Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leak from a transfer set. A crack at the root of the spike was found during evaluation. The root cause was undetermined. Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product line for trends, and take corrective/ preventative action as appropriate.

Event description:
Intn'l affiliate reported that there was a leak around the twist clamp of a transfer set. Transfer set had been in use for 30 days. No injury or medical intervention was reported.